Event description:
The customer contacted nephron pharmaceuticals corp regarding a product complaint associated with the ez breath atomizer on (B)(6) 2013. The pt reported that a silver washer fell from the device into his mouth during use. Multiple attempts were made to reach the customer via telephone unsuccessfully. The investigated product for the enclosed medical device report is listed among the implicated lots for a nationwide recall initiated by the MFR health and life col, ltd., on may 8, 2013. The class 1 recall (z-1371-2013, z-1372-2013, z-1373-2013) was initiated after (B)(6), the importer, became aware of an increasing number of complaints associated with the possibility of a quarter-inch washer becoming dislodged from the ez breath atomizer. The impacted atomizer serial number ranges are: (B)(4).